Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The location of the non-calcified target lesion was unspecified. A 1.50mm x 12mm emerge mr balloon catheter was used to treat the target lesion. Upon inflation the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.